Event description:
The original info available on this pt came from an attorney, not a healthcare professional. It is not known what the pt was originally treated for at the time the product was implanted. At some time following implantation of the product, the pt experienced chronic pain, infections, lower urinary tract obstructions and urinary retention, pulling sensations across the pelvic area and other mental and physical pain and suffering.

Manufacturer narrative:
Product info including lot number were not available, therefore, no device history record could be reviewed, no add'l info has been made available.